Event description:
It was reported that the catheter was rotated 90° from its axis to apply the dressing. The dressing did not hold and on day 6 or 7 after insertion, a nurse from the department called me to ask what should be done given the condition of the dressing. The decision was made with an anaesthetist (other than the person who inserted the catheter) to reinsert a new catheter and send the catheter for microbiological testing.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.